Manufacturer narrative:
(B)(4). Date sent to FDA: 05/24/2017. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair on (B)(6) 2015 and mesh was implanted. In the spring of 2016, the patient began experiencing severe abdominal pain. On (B)(6) 2016, the abdominal pain became so acute, he presented to the emergency department for emergency treatment. The patient was hospitalized and underwent a laparoscopic converted to open surgery under anesthesia including the following procedures: lysis of adhesions, incisional hernia repair and small bowel resection. The patient had a pulmonary embolism on (B)(6) 2016 and was treated initially with a heparin drip at hospital, and then xarelto bid and will require anticoagulation therapy for the rest of his life. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6)/2016 under dr. (B)(6) at (B)(6).